Event description:
Caller reported a tandem mobi cartridge alarm but confirmed that the customer's blood glucose level was not adversely impacted. Technical support guided the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was successfully completed. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.